Event description:
It was reported that the customer experienced an issue with the t:slim x2 pump battery not charging, leading to a shutdown and an inability to restart the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating that there was no adverse impact. The caller resolved the issue after leaving the pump plugged into a working outlet for 30 minutes using the original charging supplies. Technical support informed the customer about necessary actions following a pump reset and advised them to monitor the situation and call back if the issue persisted.